Event description:
Healthcare professional reported "rupture" and "seroma" of the left device. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter mobile number: (B)(6). Initial reporter facility name: (B)(6). Initial reporter zip code: (B)(6). Health effect impact code: f2203 : imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: seroma: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.